Event description:
Reference number (B)(4). Event occured in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025.the site of detachment was tubing connector.the insertion site was right abdomen.the infusion set was in use for one day. No further information is available.